Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4) trilogy acetabular system longevity crosslinked polyethylene; unknown cup; unknown head. Reported event was confirmed by review of medical records which confirmed the complaint. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2009-00181.

Event description:
It was reported that the patient's left hip was revised approximately eight years post-implantation due to fractured and loose stem. Patient reported fall on unknown date to surgeon. Medical records indicate that the patient was revised due to fractured and loose stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.